Manufacturer narrative:
Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer dropped the pump into water and an unspecified malfunction alarm occurred. Additionally it was reported that the customer received a button and temperature alarm. Customer¿s blood glucose level was 75 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.